Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, a shaft kink occurred. The 85% stenotic lesion was located in the moderately calcified mid left anterior descending artery. The physician dilated the lesion with a 1.5x15mm unspecified balloon. Then the physician began the introduction of the 2.5x24mm taxus liberte stent into the patient and observed that the shaft had folded. The procedure was completed with another 2.5x24mm taxus liberte stent. No complications were reported and the patient's status is stable. However, the returned product analysis revealed that the shaft was broken.

Manufacturer narrative:
Device is a combination product device evaluation: a visual examination identified a hypotube break 37.5cm from the catheter strain relief. There were also kinks along the entire length of the hypotube. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).